Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The customer called back after receiving a replacement pump, and also reported spots on the screen with the replacement. The customer stated that her blood glucose levels are always between 200-300 mg/dl. Offered to troubleshoot for high blood glucose levels but the customer declined.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that their insulin pump had a partial display anomaly; there was a dark black mark on the screen. The patient's blood glucose at the time of incident is unknown. The customer confirmed that the device was neither dropped nor bumped. The customer was advised to revert to their medically prescribed back-up plan. The insulin pump was not returned for analysis.